Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had to visit an emergency room due to low blood glucose level. The customer reported a blood glucose value of 29 mg/dl. The event involved products mmt-332a, mmt-864a, and mmt-1884. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-864a. No product return is required for mmt-1884.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose and being taken by the paramedics to the emergency room. Customer has hypoglycemic unawareness and was out of sensors, so she could not tell what her sensor glucose was. There was no report of any product malfunction. Incident date was (B)(6) 2025, same as notified date since no specific event date was given. Troubleshooting was not done. Helpline could not reach the customer. Sensor was not used. So, smartguard was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.